Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the cause of this incident could not be determined. A batch review was conducted on potentially associated lot 10i16h25 and no issues were found related to the reported condition during the manufacture of that lot.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis with culture positive for (B)(6) in a (B)(6) male patient coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse reported the following. On (B)(6) 2011, the patient experienced peritonitis. Treatment was not reported and at the time of this report, the patient was recovering. Pd therapy was ongoing. The nurse stated the event was not related to pd therapy, but was possibly related to constipation. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.